Event description:
Dr. Was using the 1.5mm hex driver tip, locking groove ref: (B)(4) from the acumed aculoc 2 wrist plating system on a screw when the tip broke off and stayed in the screw. We tried various methods to get it out but it was unsuccessful to get the tip out the screw.